Event description:
The initial report was forwarded in error and should be voided.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Upon receipt of additional information, it has been determined that this device did not cause or contribute serious injury and has not been previously reported as a serious injury. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that the handle was not working and the device needed an annual service. The event occurred during surgery. No harm or delay occurred. Difficult to attach/remove handle from bottom roll, set screw used to hold ratchet gear in place was missing, upward and downward motion was made difficult. There was no adverse event reported as a result of this malfunction.